Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: did not provide mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with 175cc mentor memorygel breast implants had the implants removed without providing a reason. This patient is part of a clinical study. See 1645337-2022-11493 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 8, 2023. The devices were explanted due to patient dissatisfaction with the procedural outcome associated with weight gain. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 6, 2022. The explant date was provided. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).